Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's right eye (od). Low vault was observed. Then lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 -8.00/+3.0/135 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Low vault was observed. Reportedly the patient does not want further surgery. The lens remains implanted. Claim # (B)(4).

Manufacturer narrative:
B5 - per new information "patient currently doesn't wish a further surgery." Claim # (B)(4).